Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 2-3 minutes: 205 mg/dl (advantage system) and 110 mg/dl (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.